Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in the complaint was evaluated in the laboratory on the 13th march 2019. Flexor was observed kinked 41cm approximately from the white tip and 132 cm approximately from the white tip. Its possible that both kinks occurred upon removing the stent from the packaging, as noted in the complaint description. The complaint device has been returned without the protective packaging that cushion the device from impacts and protects the device. Following the laboratory evaluation additional information was requested to aid with the investigation. As per customer testimony "the tray and package tubing was discarded after the procedure, leaving only the device that was sent back for product complaint. The device was opened. Once opened and removed from packaging, nurses realized that there was a major kink on catheter, which resulted in it not being used, and thus it did not make contact with patient." Prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number cf1548858 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #cf1548858; upon review of complaints this failure mode has not occurred previously with this lot #cf1548858. The instructions for use ifu0057-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ( ifu0057-5). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling. The damage could have occurred when the user was taking the device out of the packaging. Additionally while they did not noticed the damage prior to removal of the device from the packaging, it is also possible that the damage may have occurred on transportation or storage of the device, therefore worst case will be chosen for risk analysis. The patient did not experience any adverse effects, this event was observed upon removing the stent from the packaging, prior to patient contact. The customer complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. When the doctor has obtained access at the papilla using a wire guide, the metallic stent was prepared. Upon removing the stent from the package, there was a major kink on the catheter. The stent was not used. Another stent of a different size was used and there was no kinks, deployment of stent was also very successful.